Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a fault #42 error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) replaced executive processor board which was causing fault 42 error and also caused printer to feed paper with out stopping. The nrc received an executive processor board with a reported the unit display an error code 42 and caused printer to feed paper without stopping. Performed visual inspection of the executive processor board. Nrc found no visual damage and the part looks to be in good condition. Installed the executive processor board into nrc iabp cardiosave test fixture for testing of the reported problem. Performed and tested the executive processor board in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit display an error code 42 and caused printer to feed paper without stopping. The nrc is unable to replicate the failure experienced by the customer. Sending the part to the supplier for further failure analysis as per 0002-07-d008 revision ag. Fat received executive processor board back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's repair requested by fst (specifcs not provided). A getinge field service engineer (fse) replaced executive processor board which was causing fault 42 error and also caused printer to feed paper with out stopping.unit returned to customer.no patient involvement and no harm reported.the nrc received an executive processor board p/n 0670-00-0770 serial number: (B)(6) with a reported the unit display an error code 42 and caused printer to feed paper without stopping. Performed visual inspection of the executive processor board part number: 0670-00-0770 serial number: (B)(6) per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the executive processor board part number: 0670-00-0770 serial number: (B)(6) into nrc iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested the executive processor board part number: 0670-00-0770 serial number: (B)(6) in accordance with procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit display an error code 42 and caused printer to feed paper without stopping. The nrc is unable to replicate the failure experienced by the customer. Sending the part to the supplier for further failure analysis as per 0002-07-d008 revision ag. The following was input by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(4) on (B)(6) 2024. Fat received pn 0670-00-0770 back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.